Event description:
It was reported that an autopulse nimh battery with serial number (B)(4) was consistently giving low run times. No adverse event was reported.

Manufacturer narrative:
Several attempts were made by device manufacturer to obtain status of device return. These efforts however were unsuccessful. If device should be returned to zoll circulation a supplemental report will be filed.